Event description:
The customer reported that an IV pole was bumped during pt transport and the IV pump turned off. The rn was able to turn the pump back on before the pt was taken to the or. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for eval.